Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow block alarm on (B)(6) 2025 due to blockage in tubing. The customer changed supplies as necessary and resumed insulin therapy. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005304, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005304 was manufactured according to the work instruction (wi) version 110 and manufactured in the line 7 on 09-feb-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4a05232 was manufactured according to the wi version 60 and manufactured in the machine sc01, on 09-feb-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4a05231 was manufactured according to the wi version 64 and manufactured in the machine sc04, on 09-feb-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4a05234 was manufactured according to the wi version 60 and manufactured in the machine sc01, on 08-feb-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4a05230 was manufactured according to the wi version 10 and manufactured in the machine igtl01, on 08-feb-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.